Event description:
The customer reported that the needle broke inside the patient's body during injection.

Manufacturer narrative:
1.production process review: the production records of this batch were examined, showing no abnormalities during the manufacturing process. The investigation was conducted from the following aspects: personnel: all production operators were properly trained and certified before assignment. As the product is assembled using automated equipment with no processing errors, this factor can be excluded. Equipment: production equipment undergoes daily inspections and regular maintenance. First-article inspections are conducted at each shift changeover with no anomalies detected, ruling out this factor. Materials: no changes were made to raw materials. Incoming needle tubes undergo rigidity and toughness testing prior to use, and finished products are similarly tested before release, excluding this factor. Method: no modifications were made to the production process. However, the needle tubes of this specification (30g) are particularly slender and prone to bending under force. Excessive bending beyond the tube's tolerance limit (normal range: 25¡ã) during clinical procedures may lead to fracture. Environment: the product is assembled in a controlled cleanroom environment. As the needle fracture occurred during usage, production environmental factors can be excluded. Batch sample testing: ten retained samples from batch 220411 (specification: 30g¡á0.5" hypodermic needles) were tested as follows: visual inspection: all samples showed complete bonding between needle tubes and hubs with sufficient adhesive fill. No physical defects were observed on any needle tubes. Performance testing: all 10 samples passed rigidity and toughness testing per iso 7864:2016 requirements. Detailed results are documented in the retained sample test report. Root cause analysis: based on the investigation, the probable cause is the inherent slenderness of this needle specification (30g). During clinical use, either improper handling technique or excessive patient movement may have caused the needle tube to bend beyond its mechanical tolerance (25¡ã maximum bend angle), resulting in fracture.